Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer attempted to reset the pump during troubleshooting with tandem technical support, but pump would no longer turn on. The battery on the pump would not charge. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 102-116mg/dl.